Manufacturer narrative:
H6: investigation summary it was reported there was a hole in the catheter. To aid in the investigation, one picture was provided for evaluation by our quality team. Blood was observed on the catheter adapter nozzle. However, it is not possible to determine a root cause from the picture. To perform a correct evaluation, the sample would be required for inspection under magnification. As no material or lot number was provided, a device history record review could not be completed. Based on the investigation, bd was not able to confirm the defect or associate the incidence with the manufacturing process.

Event description:
It was reported that the unspecified bd nexiva¿ diffusics¿ catheter had a hole in it during use. The following information was provided by the initial reporter: "the rn claims there was a hole in the catheter. Well, there is at the bend in the picture. What I think happened is that they punctured the catheter when they were moving the needle during prep."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd nexiva¿ diffusics¿ catheter had a hole in it during use. The following information was provided by the initial reporter: "the rn claims there was a hole in the catheter. Well, there is at the bend in the picture. What I think happened is that they punctured the catheter when they were moving the needle during prep."